Manufacturer narrative:
Correction for reportable aware date. For the initial report 2017865-2017-05079, change the aware date to may 24, 2017.

Event description:
It was reported that a pacemaker dependent patient experienced dizziness, fatigue and syncopal episode. Upon interrogation, the right ventricular lead exhibited noise oversensing which led to loss of capture. It was further noted that the lead exhibited low impedance and fracture, and had dislodged. The patient¿s pacer was programmed to ¿pacing off¿ because the physician was unable to schedule a lead extraction procedure at that time. A competitor device and an active fixation right ventricular lead were implanted on the patient's right side. The patient was stable.